Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(6). This report is number 8 of 9 mdrs filed for the same event (reference 1825034-2012-02070 / 02072, 02070-1 / 02072-1, 1825034-2013-00137 / 00139). This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone bilateral total hip arthroplasty and alleges pain and possible elevated metal ion levels. A review of invoice history confirmed that patient underwent initial total hip arthroplasty procedures on (B)(6) 2009 and (B)(6) 2010. It is unknown which side was implanted on each initial procedure date. Follow up with the patient's physician office verified patient's allegation of elevated cobalt and chromium levels. Subsequently, revision procedures were performed on (B)(6) 2012. It is unknown which side was revised on each revision date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 6 MDR's filed for the same person (reference 1825034-2012-02070/-02071/-02072 & 2013-00137/-00138/-00139).

Event description:
Patient reported to have undergone bilateral total hip arthroplasty and alleges pain and possible elevated metal ion levels. A review of invoice history confirmed that patient underwent initial total hip arthroplasty procedures on (B)(6) 2009 and (B)(6) 2010. It is unknown which side was implanted on each initial procedure date. Follow up with the patient's physician office verified patient's allegation of elevated cobalt and chromium levels. Subsequently, revision procedures were performed on (B)(6) 2012. It is unknown which side was revised on each revision date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a right hip revision on (B)(6) 2012 and a left hip revision on (B)(6) 2012 due to patient allegations of elevated metal ion levels, pain, aggravation of patient's parkinson disease, tissue and bone destruction, metallosis. Legal counsel further alleges that metal debris, metal staining, synovitis, damaged synovium, histiocytic inflammatory reaction were noted during the left hip revision procedure and the presence of murky yellow fluid and metal staining were noted during the right hip revision procedure.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone bilateral total hip arthroplasty and alleges pain and possible elevated metal ion levels. A review of invoice history confirmed that patient underwent initial total hip arthroplasty procedures on (B)(6) 2009 and (B)(6) 2010. It is unknown which side was implanted on each initial procedure date. Follow up with the patient's physician office verified patient's allegation of elevated cobalt and chromium levels. Subsequently, revision procedures were performed on (B)(6) 2012. It is unknown which side was revised on each revision date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a right hip revision on (B)(6) 2012 and a left hip revision on (B)(6) 2012 due to patient allegations of elevated metal ion levels, pain, aggravation of patient's parkinson disease, tissue and bone destruction, metallosis. Legal counsel further alleges that metal debris, metal staining, synovitis, damaged synovium, histiocytic inflammatory reaction were noted during the left hip revision procedure and the presence of murky yellow fluid and metal staining were noted during the right hip revision procedure. Additional information received in patient medical records reveal the left hip revision on (B)(6) 2012 was due to pain and elevated metal ion levels. The patient's operative report noted metal debris in soft tissues, fluid, metal staining, and synovitis. Additional information received in patient medical records reveal the right hip revision on (B)(6) 2012 was due to pain and metallosis. The patient's operative report noted murky yellow fluid and metal staining. Further information in patient medical records reveal patient's blood was tested on (B)(6) 2012, and (B)(6) 2013.